Event description:
The customer reported no audio from the mx40 telemetry device. There was no patient involvement.

Event description:
The customer reported no audio from the mx40 telemetry device. No adverse patient impact reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.